Event description:
It was reported that the left ventricular lead had high threshold measurements. The lead was partially removed and was replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the partial lead was returned in segments and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut, was breached cut, had a white substance, and a cosmetic depression. The lead was stretched and had apparent explant damage.